Event description:
It was reported that there was accelerated current drain / rapid battery depletion, and the device was not pacing the patient. The device was explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Battery depletion normal. It was reported that there was accelerated current drain / rapid battery depletion, and the device was not pacing the patient. The device was explanted and replaced. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination end of life - expected battery device evaluated and alleged failure could not be duplicated battery, premature discharge of pace, failure to.

Event description:
It was reported that there was accelerated current drain / rapid battery depletion, and the device was not pacing the patient. The device was explanted and replaced. No patient complications were reported as a result of this event.